Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location. The patient was scheduled to be reprogrammed and trouble shooting was to be done on (B)(6) by a manufacturer representative. The patient had a horrible fall in their kitchen 2 weeks prior to the report trying to avoid stepping on their cat which rendered them unconscious. After the fall, the stimulation was not covering the same areas anymore. The patient¿s stimulation was not in the needed areas. The patient status was listed as alive with no injury. It was further reported that the patient was seen by a manufacturer representative on the monday prior to the report and they did some simple reprogramming and education on the programmer and recharger. The patient was happy with the coverage and able to demonstrate using the devices. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.